Event description:
Boston scientific crm (bsc) received information that this right atrial (ra) lead was implanted to provide temporary pacing support to the patient following system explant due to an infection. The patient was then taken to a recovery room, and during the post-operative evaluation, this lead dislodged. The patient was returned to surgery and the lead was successfully revised. The patient's heart rate was reported to have been in the teens for a period of time, but there were no adverse effects beyond the additional surgical procedure. Dates provided by boston scientific.